Manufacturer narrative:
Supplemental documentation changed/additional information added. D9 device available for evaluation: yes, received 7/2/2021. G6 type of report - follow-up, 01. H2 if follow-up what type? Additional information, device evaluation. H3 device evaluated by manufacturer: evaluation summary attached. H6 type of investigation- 4109, 4119. H5 investigation conclusion: zcd00005/defect confirmed: unknown responsible party. H10: investigation report reads as follows: 07/12/2021 09:16:46 cst (brallo) material number: mdr107002e. Sample and/or photo provided. Sample (quantity provided 1). Investigation results: confirmed. Investigation conclusion / root cause: "we received 1 ea bed motor with the item number of mdr510074 with the serial number of (B)(6) in used condition. The customer is stating that the plug on the motor is burnt. Inspected the sample for any signs of water residue, and no water damage was present. The functionality of the motor cannot be tested at this time. The sample is being sent to the vendor for additional testing. The customer complaint has been confirmed. The division will monitor through trending."

Event description:
It was reported, a plug on a medline motor burned up.

Manufacturer narrative:
It was reported, a plug on a medline motor burned up. Email received by business owner, (B)(6). Who provided additional information in regards to this incident. Reporter confirms medline product was delivered to the end user (B)(6) 2020. The lot/serial number located on the device is (B)(4). Reporter states, "patient's wife called on (B)(6) 2021 and stated the bed stopped working and she wasn't sure what was wrong, requested a technician come and check it out to see about fixing it, because the patient has had another brain stroke and has to have the head of the bed elevated." Reporter states, it was at this time the technician had discovered the plug on the motor burn-up. Reporter states, "we swapped the motor out and the bed is working fine." Reporter states, no injury or medical intervention was required because of this incident. The motor is available for return and evaluation. Due to the reported incident and in an abundance of caution, this med watch is being filed. If any further relevant information is identified or obtained, a supplemental med watch will be submitted.

Event description:
It was reported, a plug on a medline motor burned up.